Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms no relevant clinical medical information was provided to conduct a thorough medical assessment. Should any additional clinical information be provided this complaint will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to the post/cam was broken and had snapped off insert. Implant xk000325-1 was explanted from patient. Surgeon revised and replaced with a journey bcs standard size 5-6 13mm left articular insert. Surgeon satisfied with outcome.